Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused ketamine during therapy. The device was programmed to deliver 100 ml of ketamine from a 100-ml bag hanging 2 ft. Above pump at 10:00. At a rate of either 9.4 ml hr. Or 7.8 ml / hr for about 9 hours. The pump was cleared at 19:35 and there was 30 ml remaining in the bag. The registered nurse wasted the remaining ketamine and tagged the pump to be taken out of circulation. There was no known patient injury or medical intervention associated with this event. No additional information is available.